Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and repaired. Per service manual operational and diagnostic analysis confirmed reported issue (device broken). Upon receipt the device failed the functional test. Short circuit in the motor cable - motor cable replaced. Defective o-rings replaced. "Micro": preventive replacement of o-rings performed. Acc. To service manual. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as a short circuit in the motor cable and defective o-rings. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. A device history record (DHR) review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.